Event description:
Report received from the USA regarding a motor device in which, during pre-testing, it was discovered that the "motor froze up" and " would not turn when the pedal was depressed". There was a ten minute delay in the scheduled surgery as a result. An identical spare device was available. No injuries or medical intervention were reported. No additional information was available.

Manufacturer narrative:
The motor device was not received for evaluation. Therefore, the reported condition was not confirmed. If additional information is received, a supplemental report will be sent. (B)(4).